Event description:
It was reported that the device triggered elective replacement indicator sooner than expected. It was further noted that the physician and the patient were unhappy with the cosmetic appearance of the implanted device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. The device was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file _920000 shows minimum battery equal to 2.95 to 2.66 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt (recommended replacement time) less than or equal to 2.62 volts. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.